Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy, the physician used a cook endoscopy web extraction basket. The physician performed mechanical lithotripsy with the web extraction basket using the conquest lithotripsy cable and soehendra lithotripsy handle. The outer sheath of the basket was removed, which is required for use with the conquest lithotripsy cable. During an attempt to perform mechanical lithotripsy, the basket wires broke near the lithotriptor handle and the basket wires became impacted around the stone. The physician was unable to remove the basket from the stone. The conquest lithotripsy cable and endoscope were removed from the patient. The endoscope was then advanced again beside the impacted web extraction basket. Another extraction basket was advanced through the endoscope and used to remove the impacted basket from the stone. The stone remained inside the patient and the procedure was rescheduled. Other than rescheduling to finish the originally planned procedure, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report of basket wire breakage during lithotripsy. Approximately 159cm of the 240cm basket drive wire were returned for evaluation. The web basket remains attached to the basket drive wire near the distal end. The remaining section of the basket drive wire, basket handle and outer sheath of the basket were not included in the return. The shape of the basket and basket cable is distorted. This is a common observation for baskets that have been subjected to mechanical lithotripsy. A product discrepancy that could have contributed to basket cable breakage was not observed during our laboratory evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause of this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient's anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the mechanical pressure generated with this device, basket fragmentation is a possibility that may require surgical intervention. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. An ampullary opening inadequate to allow for the unimpeded passage of the basket is listed in the soehendra lithotriptor handle instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Impaction of the object with the basket is listed in the web extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The reported occurence involves an inherent risk of the procedure and a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.